Manufacturer narrative:
Based on the information obtained, no conclusion can be made. The information obtained is limited to the article. As reported per co-author, none of the complications listed in the study were device related complications. Based on review of the article and input from the co-author the complications experienced by the patients were not caused by the galaflex 3d used in the procedures. Infection and wound dehiscence are known inherent risk of the surgery and listed as a possible complication in the adverse reaction section of the instructions for use (IFU). In regard to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2007) is considered to be a best estimated. Addendum: h11: this supplemental MDR is submitted to correct the labeled for single use field. Corrected field: h5 (labeled for single use). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article, "the tissue-based triad in augmentation mastopexy: single-stage technical refinements." This is prospectively collected patient database from january 2007 until january 2018 which evaluated patients who underwent single-stage augmentation mastopexy including patient demographics, operative details, complications, and outcomes. A total of 251 patients underwent single-stage augmentation mastopexy and follow-up was done in 16.9 months ranging from 1.5 to 120 months. Patients were implanted with 3-dimensional (3d) p4hb scaffold (galaform 3d, galatea surgical, lexington, ma). A total of 9 (3.6%) patients required reoperation and only 2 (0.8%) required removal of the implant. 14 (5.6%) patients had delayed wound healing that responded to local wound care. 1 (0.4%) patient developed capsular contracture, and 1 (0.4%) patient had an implant infection. It was concluded that utilizing the tissue-based triad for augmentation mastopexy carries high predictability and low reoperation rates and allows for safe and reliable 1-stage augmentation mastopexy. By employing the technical refinements developed during the senior author¿s career, complications rates are significantly decreased and outcomes enhanced. This has led to increased consistency in delivering high-quality results to patients in a procedure fraught with challenges. As reported that none of the complication listed in either study were device related complications.

Manufacturer narrative:
Based on the information obtained, no conclusion can be made. The information obtained is limited to the article. As reported per co-author, none of the complications listed in the study were device related complications. Based on review of the article and input from the co-author the complications experienced by the patients were not caused by the galaflex 3d used in the procedures. Infection and wound dehiscence are known inherent risk of the surgery and listed as a possible complication in the adverse reaction section of the instructions for use (IFU). In regard to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2007) is considered to be a best estimated. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article, "the tissue-based triad in augmentation mastopexy: single-stage technical refinements." This is prospectively collected patient database from (B)(6) 2007 until (B)(6) 2018 which evaluated patients who underwent single-stage augmentation mastopexy including patient demographics, operative details, complications, and outcomes. A total of (B)(4) patients underwent single-stage augmentation mastopexy and follow-up was done in 16.9 months ranging from 1.5 to 120 months. Patients were implanted with 3-dimensional (3d) p4hb scaffold ((B)(4), (B)(6), ma). A total of ((B)(4) patients required reoperation and only (B)(4) required removal of the implant. (B)(4) patients had delayed wound healing that responded to local wound care. (B)(4) patient developed capsular contracture, and (B)(4) patient had an implant infection. It was concluded that utilizing the tissue-based triad for augmentation mastopexy carries high predictability and low reoperation rates and allows for safe and reliable 1-stage augmentation mastopexy. By employing the technical refinements developed during the senior author¿s career, complications rates are significantly decreased and outcomes enhanced. This has led to increased consistency in delivering high-quality results to patients in a procedure fraught with challenges. As reported that none of the complication listed in either study were device related complications.